Manufacturer narrative:
This MDR is a result of a retrospective review of complaints. The device was evaluated and the malfunction was confirmed. The potential cause for the reported failure was damage to asic chip.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement thereby requiring early removal of the inserted device.